Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had a button error alarm and the up and down keys were unresponsive. Customer did not recall any significant events leading up to the incident. Blood glucose level at the time of the incident was 419 mg/dl. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.